Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported noise. The lead proved to be flawless throughout its inspection. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism were within the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific was notified by the physician that this device was exhibiting electrogram noise. The rv and ra pacing impedance measurements have been stable and within range. The rv and ra pacing thresholds have been less than 1.0 volts. The noise was observed by the physician assistant when the patient was sitting down at the clinic. An x-ray of the pocket site showed that the terminal pins of both leads were beyond the device's connector block. Data from the patient's monitoring system was reviewed and showed stored atr and nsvt episodes with intermittent noise occurring simultaneously on both the ra and rv channels. There was no asystole greater than 2.0 seconds noted. It was noted that there was a slight drop in rv impedance in (B)(6) 2015 in addition to a large increase in ra intrinsic amplitude in (B)(6) for one measurement. The local representative reported intermittent electrogram noise during pocket manipulation. Impedance measurements were stable during this test. A possible device header issue is suspected. The patient did feel a little more fatigue than usual. It is not clear if this report is on the ra or rv lead. An explant date was provided, so this lead must have been explanted.